Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high and low blood glucose level. Customer's high blood glucose level was over 600 mg/dl and treated with manual injection. Customer's low blood glucose level was 41 mg/dl and they treated it with cereal and drank soda. Customer also had blood glucose level of 79 mg/dl, 196 mg/dl. The customer did not provide details regarding symptoms of their high and low blood glucose episodes. The insulin pump was returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted.